Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he activated the pod on (B)(6). By 2:00 pm on (B)(6), his blood glucose read "high" (>500 mg/dl). He removed the device at 9:08 pm and noticed that the cannula had pulled out of the skin.